Manufacturer narrative:
(B)(4). Date sent: 2/2/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2021. D4 batch #: t94n7d. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
Pc-(B)(4). Batch #: r93x36. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the hp054 was connected to new harh36. During surgery the hp054 was showing continuous error. The biomed engineer disconnected and reconnected the assembly several times. After some time, during the retro peritoneal dissection, the tip of harmonic harh36 broke and the surgeon completed the surgery with other energy source. There were no patient consequences.